Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as directed in the directions for use and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus as directed by the directions for use. The subject was discharged on aspirin and clopidogrel the next day. Event summary: in (B)(6) 2019, during the 30-day core lab it was revealed that moderate aortic regurgitation occurred. Aortic valve area was 1.9 cm2 with mean aortic pressure gradient of 10.2 mmhg.